Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports that her foot numbed by the use of the scd express sleeve post-surgery.

Manufacturer narrative:
Submitted 12/26/2018 an investigation was performed for the reported customer complaint: "customer stated that her foot was numbed by the use of the product post-surgery." No lot number was provided. A review of the device history record (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehens ive investigation was unable to be conducted. The reported customer complaint could not be confirmed. A root cause could not be determined. A potential root cause of this reported event could be the clinician utilized an improper sleeve size or incorrect the pressure gradients of the device. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.